Event description:
A hospital biomedical technician (biomed) reported to fresenius technical support (ts) that a patient on hemodialysis (hd) therapy utilizing a hospital provided 2008t hd system experienced a cardiac arrest (reported as ¿coded¿) during an hd treatment. The biomed was requesting a machine evaluation due to the reported event. As a result, a fresenius field service technician (fst) was dispatched to the user facility to evaluate the 2008t machine. The fst verified that all calibrations and pressures were within range and functioning properly. The machine passed all functional testing with no problems or issues. Additional details regarding the adverse event were provided upon follow up with a hospital hd registered nurse. The nurse reported this patient was initially hospitalized on (B)(6) 2024 following respiratory failure, septic shock, bilateral pneumonia, diabetic ketoacidosis and abdominal ascites. The patient had a cardiac arrest prior to this reported event as a result of their multimorbidity on (B)(6)2024. The patient was not on any modality of dialysis on or around the time of this cardiac arrest. The patient had a return of systemic circulation and was placed in the intensive care unit (ICU) on mechanical ventilation and other life support modalities. On (B)(6)2024, the patient experienced an additional cardiac arrest during an hd treatment on the 2008t hd system. Blood was returned to the patient as they received cardiopulmonary resuscitation by hospital staff. The patient regained systemic circulation once again as they remained on life support. It was confirmed the patient¿s diagnoses, associated hospitalization and subsequent cardiac arrests were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained on hd therapy while in the ICU.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing a hospital provided 2008t hd system and the patient¿s cardiac arrest. The root cause of this patient¿s cardiac arrest can be attributed to multimorbidity with a significant cardiovascular disease history with no indication of device or product involvement as reported by a medical professional. It is well known the esrd population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population, particularly in the environment of preexisting cardiovascular disease. Therefore, the 2008t hd system can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst verified that all calibrations and pressures were within range and functioning properly. The machine passed all functional testing with no problems or issues. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint could not be confirmed.

Event description:
A hospital biomedical technician (biomed) reported to fresenius technical support (ts) that a patient on hemodialysis (hd) therapy utilizing a hospital provided 2008t hd system experienced a cardiac arrest (reported as ¿coded¿) during an hd treatment. The biomed was requesting a machine evaluation due to the reported event. As a result, a fresenius field service technician (fst) was dispatched to the user facility to evaluate the 2008t machine. The fst verified that all calibrations and pressures were within range and functioning properly. The machine passed all functional testing with no problems or issues. Additional details regarding the adverse event were provided upon follow up with a hospital hd registered nurse. The nurse reported this patient was initially hospitalized on 14/oct/2024 following respiratory failure, septic shock, bilateral pneumonia, diabetic ketoacidosis and abdominal ascites. The patient had a cardiac arrest prior to this reported event as a result of their multimorbidity on 20/oct/2024. The patient was not on any modality of dialysis on or around the time of this cardiac arrest. The patient had a return of systemic circulation and was placed in the intensive care unit (ICU) on mechanical ventilation and other life support modalities. On 30/oct/2024, the patient experienced an additional cardiac arrest during an hd treatment on the 2008t hd system. Blood was returned to the patient as they received cardiopulmonary resuscitation by hospital staff. The patient regained systemic circulation once again as they remained on life support. It was confirmed the patient¿s diagnoses, associated hospitalization and subsequent cardiac arrests were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained on hd therapy while in the ICU.